Event description:
On august 7, 2023 it was reported by pharmacy technicians working in the sterile products area that stock dilutions prepared in 100 ml secure empty bags lot # 1593y had a visible plastic circle floating in the solution. Images were sent to the manager, inpatient sterile products and a formal investigation was conducted. Staff expressed concern that the plastic circle was being sheared from the port when the bag was accessed with a non-vented dispensing pin. An investigation was undertaken to determine if this could be reproduced. Three empty 100 ml secure bags lot # 1593y and three empty 100 ml secure bags lot # 1442y were filled with 100 ml of swfi. Two bags (one of each lot) were accessed with a secondary set with no evidence of coring or plastic in the bag. Two bags (one of each lot) were accessed with a non-vented dispensing pin with no evidence of coring or plastic in the bag. Two bags were stored refrigerated for several hours and overnight respectively were accessed with a non-vented dispensing pin with no evidence of coring or plastic in the bag. We have not been able to recreate the coring of this plastic from the bag when accessing the bag with either a secondary set or a non-vented dispensing pin. Alternate possibilities include that the plastic was introduced into the bag during the manufacturing process and was only noticed after filling the empty bag. The issue was reported to the manufacturer (the metrix company) via email on 8/8 for follow-up investigation into the manufacturing process.